Event description:
It is reported that the patient was revised due to a faulty hip.

Manufacturer narrative:
Product compatibility could not be confirmed. Neither x-rays nor surgical notes were returned to assess the component fit and orientation as per the surgical technique. In general, patient factors that may affect the performance of the components include: age, bone quality, height/weight, activity level, type of activity (low impact vs. High impact), and relevant medical history. Rehabilitation protocol and adherence thereto is unknown. With the information provided, a definitive root cause cannot be determined. Evaluation codes: review of the device history records was not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.